Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced an episode of hyperglycemia with a blood glucose of 188 mg/dl while feeling ill and using the ilet system; the user inquired about entering a false meal to prompt insulin delivery and was counseled not to do so due to risk of maladaptation, and troubleshooting with education was completed with no device alerts or alarms reported. Symptoms included elevated blood glucose without reported acute complications. Outcomes included no hospitalization and no long-term impairment. Investigation included user interview and troubleshooting education. Investigation of this case revealed no device malfunction or component failure, and the event remained attributable to an unclear cause, potentially influenced by intercurrent illness. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.